Event description:
It was reported that an unspecified number of bd¿ nestable non-vent sharps collectors experienced a damaged lid. The following information was provided by the initial reporter: lid of sharp container arrived damaged.

Manufacturer narrative:
H6: investigation summary: no product was returned by the customer. Photos representation was provided for the complaint and verified that lid of sharp container arrived damaged. According to the device history record review, during the manufacturing process no issues were reported for damaged or broken lids for the lot number (2110959) reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that an unspecified number of bd¿ nestable non-vent sharps collectors experienced a damaged lid. The following information was provided by the initial reporter: lid of sharp container arrived damaged.